Event description:
The gantry started from 35 degrees (iec1217) the technologist set a movement in the ccw direction to go to 0 degree with the keyboard outside the bunker after the treatment. The technologist used "motion enable" and the "<<" keys, but at 0 degree when the technologist released the two keys, the gantry did not stop. At this time, the technologist pressed on the command in the opposite direction, but the gantry still moved on the same direction. So, the technologist pushed the emergency off button. Then the gantry stopped (at 319 degrees). In addition, the observer saw that the gantry did not stop when he released the keys on the keyboard. The issue occurred at the end of the patient's treatment. There was no report of serious injury to the patient or operator. No patient data reported.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. The device was tested with a generator and no error code was noted but the clamp arm did not close. The device was disassembled to verify the condition of the internal components and that the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed as normal. Another device was used to complete the procedure. There were no adverse consequences for the patient.